Manufacturer narrative:
Batch review performed on 03-mar-2020. Lot 1903787: (B)(4) items manufactured and released on 15-jul-2019. Expiration date: 2024-jul-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient had primary knee surgery on (B)(6) 2019. On (B)(6) 2020, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the insert. The surgery was completed successfully (complaint (B)(4)). On (B)(6) 2020, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the insert.